Event description:
A customer reported an issue with their freestyle flash meter. Upon product investigation it was discovered the meter exhibited the memory overwrite malfunction. The consumer also reported she administered herself with extra insulin dosage due to error 4 message on the meter. Customer reported experiencing symptoms of blurred vision and frequent urination. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.